Manufacturer narrative:
The customer¿s report of back check valve failure was confirmed. Testing indicated a failed result per supplier. The primary set and secondary sets were visually inspected for incomplete bonding engagements, holes/tears in the tubing or damages to the components. No anomalies were observed during visual inspection disassembly of the check valve part resulted in discovery of a particle of acrylic and silicone fluid located between the housing seal area and the affixed silicone diaphragm disk. Functional testing was performed by filling the primary bag with clear water. The sets were set up in a secondary infusion configuration with all of the clamps closed. Fluid and air bubbles were immediately noticed going into the primary bag. The root cause was not identified.

Event description:
It was reported that magnesium sulphate 5g/100ml was administered as a secondary infusion at 1600 using IV pump with a set rate of 36.7ml/hr. It was to be infused over three hours. The rn rechecked the infusion (15-20) minutes later and the secondary had all infused. There was no patient harm. Through non-bd investigation, it was determined that the cause of the incident was due to a back check valve failure in the tubing set. Laboratory testing had identified the presence of magnesium sulphate (secondary infusion) mixed with the contents of the primary bag (d5w).

Event description:
It was reported that magnesium sulphate 5g/100ml was administered as a secondary infusion at 1600 using IV pump with a set rate of 36.7ml/hr. It was to be infused over three hours. The rn rechecked the infusion (15-20) minutes later and the secondary had all infused. There was no patient harm. Through non-bd investigation, it was determined that the cause of the incident was due to a back check valve failure in the tubing set. Laboratory testing had identified the presence of magnesium sulphate (secondary infusion) mixed with the contents of the primary bag (d5w).

Manufacturer narrative:
Product grid updated, suspect-disposable changed from 2420-0007 to 2452-0007. Additional information added to: device identification :concomitant medical products.

Manufacturer narrative:
Although requested, product has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Concomitant medical products: secondary tubing set (baxter jb0089m).

Event description:
It was reported that magnesium sulphate 5g/100ml was administered as a secondary infusion at 1600 using IV pump with a set rate of 36.7ml/hr. It was to be infused over three hours. The nurse rechecked the infusion 15-20 minutes later and the secondary had all infused. There was no patient harm. Through non-bd investigation, it was determined that the cause of the incident was due to a back check valve failure in the tubing set. Laboratory testing had identified the presence of magnesium sulphate (secondary infusion) mixed with the contents of the primary bag (d5w).